Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the system controller¿s black power lead was confirmed. Visual inspection of the submitted photo revealed that a cut in the outer jacket of the black power lead. The submitted log file did not contain any data from the reported event date. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number hsc-106937, was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 19oct2021. Battery inspection data was reviewed for the 11v backup battery, serial number gv335222, revealing that the battery passed all inspection testing. Heartmate 3 instructions for use (rev. C) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the system controller power cables. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories ¿ including their controller power cables ¿ for damage, and to replace any equipment that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a deep cut in their black power cable. There were no audible alarms. The damage was taped and the patient would be monitored for any issues.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.